Event description:
It was reported that the customer received a calibration error and a low predicted alarm after bolusing for dinner. Her blood glucose level was 304 mg/dl. The customer's blood glucose level was 595 mg/dl earlier from not eating her lunch. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.